Event description:
The customer reported that the pt got up and fell. There was no pt injury when this occurred. The sensor pads rj11 was damaged and or possibly not plugged into the alarm therefore, not alerting the staff. It was also reported that the pt and their family was known for unplugging the sensor pad and not too carefully. They would pull it out by the wire and not by unclipping the rj11 plug therefore, damaging the plug.

Manufacturer narrative:
(B) (4) rj11 connector damage. Product has been requested but has not been received. (B) (4).